Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and infusion set anomaly. Customer¿s blood glucose level was over 400 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer experienced issues with their infusion set and changed it out. Customer was advised replacement infusion sets would be sent out.